Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. The investigation could not be completed, no conclusion could be drawn, as the product is in the process of eval.

Event description:
Rec'd medwatch (B)(4): during a nailing procedure, the surgeon noted the helical blade did not go thorough the inserted 10 mm 130 degree ti cann troch nail: the blade did not line up with the nail. Surgeon removed the blade and the nail and completed the procedure with a dhs plate and screws. Also in the procedure, the helical blade coupling screw head broke and all the pieces were retrieved. This is one of two reports for this event.